Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery. The customer¿s blood glucose level was 123 mg/dl. The customer stated that the insulin pump was not connecting with the transmitter and the customer changed the battery. It was reported that they were unable to troubleshooting for bad battery. The customer was advised to call help line for any further assistance. The insulin pump will not be returned for analysis. Concomitant medical products: sensor enlite us (ozo) mmt-7008a.